Event description:
The facility had received a medical device notification from bard in december regarding affected product codes have a potential for urine leakage from vented sample port. This was not a recall and so our distributor did not pull or exchange effected lot numbers. A nurse inserted a foley catheter in a patient and urine started immediately leaking from the vented sample port. The nurse changed the foley bag for a new one.